Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor needle broke in the serter. The customer's blood glucose was 12.1 mmol/l at the time of incident. It was reported that the sensor had bent cannula as well. The sensor will not be returned for analysis.